Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead have had a steady rise in pacing impedances since the device was changed out 9 months ago. The impedances were now out of range, as they are greater than 2000 ohms. The physician assumed lead fracture, but no observations or imaging have been done to confirm that assumption. The patient was not using the ra lead, so the plan was to change programming to pace/sense in the ventricle only. The device remains in-service. It was reported that there were no adverse patient effects.